Event description:
It was reported that the patient presented to the hospital due to syncopal event. High thresholds were observed. When the outputs were increased the device went to depletion status prematurely. A month ago the telephone check showed battery status was ok, and battery was reportedly "good" before increasing outputs. The device was removed and replaced. The lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.